Event description:
It was reported there was an error code. Followup indicates error occurred during initial boot of the programmer after trying to print reports on devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: system errors found in the programmer error log. (B)(4).